Event description:
According to the rptr, while monitoring a pt, the device powered off by itself. There were no reports of any adverse affects to the pt as a result of the device use. The rptr did not have any further info about the event.

Manufacturer narrative:
Physio-control evaluated the device and could not replicate or confirm the reported event. Physio observed proper device operation through functional and performance testing. Root cause for the reported event could not be determined. The device was returned to the customer for use.